Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain/ pelvic pain lower quadrant") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo any essure confirmation test". The patient's past medical history included gravida and grand multiparity. Concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), ovarian cyst ("right ovarian cyst"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved, the menstrual disorder, ovarian cyst, depression and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: pelvic pain, vaginal bleeding, right ovarian cyst. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: depression, mental anguish, she didn¿t undergo any essure confirmation test. Event outcome of pelvic pain updated to recovered. Event outcome of dysmenorrhea, menorrhagia and vaginal haemorrhage updated to recovering. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery and grand multiparity. Concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea and ovarian cyst outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: pelvic pain, vaginal bleeding, right ovarian cyst. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received :new event "abnormal bleeding(menorrhagia), abnormal bleeding(vaginal), dysmenorrhea (cramping), right ovarian cyst " were added. Patient information and historical conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain/ pelvic pain lower quadrant") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo any essure confirmation test". The patient's medical history included gravida and grand multiparity. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included bupropion hydrochloride (wellbutrin) since 2010 for anxiety and depression, trazodone since 2016 for depression and anxiety as well as cetirizine hydrochloride since on (B)(6) 2017, drospirenone; ethinylestradiol betadex clathrate (yaz) on (B)(6) 2015, medroxyprogesterone acetate (depo-provera) from on (B)(6) 2010, meloxicam since 2016 and pentoxifylline (penetrol) since 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)", menorrhagia ("abnormal bleeding(menorrhagia)", dysmenorrhoea ("dysmenorrhea (cramping)", depression ("depression") and anxiety ("mental anguish"), 10 days after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significaot and intervention required). On (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced ovarian cyst ("right ovarian cyst"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved, the menstrual disorder, ovarian cyst, depression, anxiety, fatigue and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: pelvic pain, vaginal bleeding, right ovarian cyst. Most recent follow-up information incorporated above includes: on 7-jan-2019: plaintiff fact sheet was received. Events added from pfs- fatigue, abdominal area pain. Concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain/ pelvic pain lower quadrant/pelvic area') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo any essure confirmation test". The patient's medical history included gravida and grand multiparity. Concurrent conditions included dysfunctional uterine bleeding, anxiety and depression. Concomitant products included bupropion hydrochloride (wellbutrin) since 2010 for anxiety and depression, trazodone since 2016 for depression and anxiety as well as cetirizine hydrochloride since (B)(6) 2017, drospirenone;ethinylestradiol betadex clathrate (yaz) (B)(6) 2015 to (B)(6) 2015, medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010, meloxicam since 2016 and pentoxifylline (penetrol) since 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish/anxiety"), 10 days after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced ovarian cyst ("right ovarian cyst"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the menstrual disorder, ovarian cyst, depression, anxiety and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic pain, abnormal vaginal bleeding, menorrhagia, dysmenorrhea, abdominal pain. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: pelvic pain, vaginal bleeding, right ovarian cyst. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events "abnormal vaginal bleeding, menorrhagia, dysmenorrhea, abdominal pain was changed to recovered/resolved". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.